Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The leak was caused by damage to an intersurgical brand filter which was replaced.

Event description:
The hospital reported a leak in excess of 4.5lpm causing a loss of mechanical ventilation. There was no report of patient involvement.